Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02773). This MDR resubmission now reflects the correct product registration number. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. Based on the file review global reportability assessment is not necessary. The customer stated that there was no patient involvement . A review of the device history record in sap for sn 12550283 was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 12550283 which confirmed no similar complaints with the same or related failure mode.

Event description:
Hold for em 1/25 broken case front/rear- damaged/cracked, handle- damaged/cracked, flange gripper- wiper seal damaged and pca door- hinge damaged. There was no patient involvement. (B)(6) 2018 11:13:00 ian pfifer (ipfifer) po for $__529____ approved by __ tammy mini (B)(6); (B)(6);shipping & billing address confirmed. Npi. (B)(6) 2018 07:56:21 annette a mendez (amendez) (B)(4).

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
Broken case. Case front/rear- damaged/cracked, handle- damaged/cracked, flange gripper- wiper. Seal damaged. And pca door- hinge damaged. There was no patient involvement. (B)(6) 2018 11:13:00 (B)(6). Po for $__(B)(6) approved by (B)(6). (B)(6) shipping & billing address confirmed. Npi. (B)(6) 2018 07:56:21 (B)(6). (B)(4).